Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2021. Customer's blood glucose level was 616 mg/dl when admitted to hospital. Customer was treated with intravenous insulin drip at the hospital. Customer's current blood glucose was 370 mg/dl. Customer had changed the site 3 times and their blood glucose was stable at 398 mg/dl. Customer reported nausea, body pain, headache, extremity pain or cramps such symptoms at the time of hospitalization. Customer was assisted with troubleshooting. Insulin pump had passed self test and displacement test. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was not using the auto mode feature at time of high blood glucose event. The insulin pump will not be returned for analysis.